Event description:
It was reported the customer was experiencing low blood glucose. Customer's blood glucose was between 30 mg/dl and 40 mg/dl. The customer also reported experiencing low blood glucose in the mornings when they first wake up. Customer declined to be transferred to the helpline. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.